Event description:
It was reported that this lead was surgically abandoned due to a product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was surgically abandoned due to a lead fracture and insulation issues. No additional adverse patient effects were reported.